Event description:
The customer reported having high blood glucose of 265mg/dl. The customer was experiencing unexplained high glucose for about one month. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Advised the customer that a tubing clamp will be sent and call back when it arrives. The customer called back to perform the high pressure test twice and the test failed. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.